Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the h2tuv handpiece and cable did not work even though the device emitted the working signal. Another device was used to complete the case. There was no consequence to the patient.